Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 3, after which, programming, calibration, and electrical testing was performed. The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted technical support on behalf of the customer to report that universal surgical manipulator (usm) 3 was drifting when the clutch was engaged. The technical support engineer (tse) was unable to confirm the issue through review of the system logs, however, the customer provided a video demonstrating the observed system behavior. Following review of the video, the tse determined the event was a recurring issue, however, no issues had been identified during previous field service evaluation. The customer elected to proceed with the procedure using three (3) usms and a service order was initiated for further inspection of the system. The procedure was continued as planned with no reported injury.